Event description:
Patient was revised to address a broken stem bolt, severe osteolysis, and poly wear. The tibial and femoral components were also loose at the cement/bone interface; however, competitor cement was used in the primary surgery.

Manufacturer narrative:
The product associated with this reported event was not returned for examination. X-rays were not available for examination. Product information required in retrieving the device history records for reviewing was not provided. The investigation could not draw any conclusions about the reported event based on the provided information. Based on the performed investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.